Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock blocked. We have received nine closed samples to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the result fulfils the requirements of the european pharmacopoeia (ep): 0.77 kgf in average and 0.62 kgf in minimum (ep requirements: 0.31 kgf in average and 0.10 kgf in minimum). Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: as indicated in the note/precautionary measures from the instructions for use of the product: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the threads break while sewing. Threads were used for extraction procedures, age of patients from 35 to 60 years. Related cases: 3003639970-2021-00310, 3003639970-2021-00311. No further information has been received.